Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam became degraded and caused death. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient's family member did not report the patient to receive medical intervention customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.